Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the ipg was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The reported event of ipg end of life (eol) was confirmed. As received, the battery voltage was below the eri voltage threshold and the ipg had declared end of service (eos). An estimate of longevity determined that the ipg had normal battery depletion and reached its normal end of life (eol).